Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this electrode exhibited an inappropriate shock due to t-wave oversensing. The device was programmed to the primary sensing vector with smartpass on. The devices capture vectors were all tested, and it did not appear there was a better sensing configuration option. The electrode was subsequently explanted, and it was noted that electrode tip was pointing into pectoral muscle. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited an inappropriate shock due to t-wave oversensing. The device was programmed to the primary sensing vector with smartpass on. The devices capture vectors were all tested, and it did not appear there was a better sensing configuration option. The electrode was subsequently explanted, and it was noted that electrode tip was pointing into the pectoral muscle. The electrode was discarded at the hospital and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this electrode exhibited an inappropriate shock due to t-wave oversensing. The device was programmed to the primary sensing vector with smartpass on. The devices capture vectors were all tested, and it did not appear there was a better sensing configuration option. The electrode was subsequently explanted, and it was noted that electrode tip was pointing into pectoral muscle. The electrode was discarded at the hospital and will not be returned. No additional adverse patient effects were reported.